Manufacturer narrative:
Device history records: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: infection. Event summary: it is reported that the patient was treated with a blood infusion on (B)(6) 2017 due to infection 8 days post-op. Infection of the wound (staphylococcus aureus) was noticed on (B)(6) 2017. Patient had underwent primary implantation of tha on (B)(6) 2017. Subsequently, patient experienced multiple dislocations of the hip, thus underwent revision surgery on (B)(6) 2017. Review of received data: multiple medical documents in french were received for the investigation along with implant stickers, op reports. Revision surgery report dated (B)(6) 2017: diagnose: iterative dislocation of the tha. Revision of the cup, pe insert and head. 28mm metal head +4 seated on the stem. Stability is controlled. No dislocation observed. Nothing which could be related to infection was observed. Legal letter indicates that the patient returned to the convalescent home on (B)(6) 2017. An infection of the operative side by staphylococcus aureus was highlighted by the presence of bleeding in the middle of the scar, which was noticed on (B)(6) 2017. The next day, on (B)(6), patient was transferred to the hospital (B)(6) to undergo a blood transfusion. Devices analysis: no product was returned to zimmer biomet for in-depth analysis as it remains implanted. Review of product documentation: the compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Sterilization certificates of the stem and head are reviewed and confirmed that they conform to the specifications. Conclusion summary: according to the legal letter, patient experienced infection 7 days post-op and treated with blood transfusion the next day on (B)(6) 2017. No medical document confirming the infection event was available for the investigation. The gamma sterilization specification of the device certify the suitability of sterilization. The irradiation certificate of the affected lots have been reviewed and were found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Possible causes of the reported event can include use of an inadequate re-sterilization procedure/implant falling on the floor during handling in operation, damaged package due to inadequate handling during transportation, storage or contamination of the surgical site during the operation. However, based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: cocr head 28/+4 'l' 12/14. 0009613350-2017-01607 avenir mueller, stem, lateral, uncemented.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient experienced an infection of the wound one week post-op and was treated with a blood transfusion. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer(B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Four cases were opened for the same patient: (B)(4): closed reduction due to luxation. (B)(4): closed reduction due to second luxation. (B)(4): revision surgery. (B)(4): infection after implantation. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e drsl cocr head 38/-8 xs 12/14) are marketed in USA, and therefore this report was filed.

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a cocr head 28/+4 'l' 12/14 on (B)(6) 2017 and the patient had infection of the wound on (B)(6) 2017. It was also reported that the patient was treated with a blood transfusion due to infection on (B)(6) 2015.